Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device did not alarm when air was in the tubing distal to the device. The device was returned to the biomedical department for a report of doesn't recognize the cassette. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.